Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/25/1999- supplemental report sent to FDA.